Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d4 lot no-additional information d4 expiration date-additional information h2: additional information h4 device mfg date-additional information.

Event description:
Subsequent to the initial MDR, additional information is required.